Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 17-may-2019. This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia") and headache ("headache") in a female patient who had essure inserted. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dyspareunia (seriousness criterion medically significant) and headache (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic bilateral salpingectomy performed). Essure was removed. At the time of the report, the abdominal pain, dyspareunia and headache outcome was unknown. The reporter provided no causality assessment for abdominal pain, dyspareunia and headache with essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.